Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for patient information: patient identifier = (B)(6). This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. There is no further patient information provided due to privacy issues.

Event description:
The customer reported (B)(6) architect hiv results on one patient. The results provided were: first sample on (B)(6) 2018 measured twice = (B)(6); pcr and western blot = (B)(6); same patient new sample - (B)(6) on (B)(6) 2018 initial = (B)(6), retested = (B)(6); pcr and western blot = (B)(6). Sample from (B)(6) 2018 was retested on (B)(6) 2018 = (B)(6) = (B)(6); second tube = (B)(6). Both samples from (B)(6) 2018 were sent out to an external lab and the results were: (B)(6).

Manufacturer narrative:
A review of the customer's instrument log files was performed and all controls tested were within specifications. The pressure monitoring log and the liquid level sense log look normal for the sample in question. A review of the history log for the test date 06sep2018 did not identify any error that could have caused the issue. A review of tickets determined that there was not an increase in complaints for lot 90524li00 and no trends were identified. Sensitivity testing was performed with a retained kit of lot 90524li00 and results showed that the sensitivity of the lot was not negatively impacted. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9016 and hiv 9018). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for architect hiv ag/ab combo reagent lot 90524li00.